Event description:
It was reported that a malfunction alarm occurred, identified by malf 0 and an associated fault ID. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred and acknowledged these instructions.